Event description:
It has been reported to philips that there was no connection between the wireless base station and wireless foot switch. The system was not in clinical use when the issue was identified. No harm has been reported to philips.

Manufacturer narrative:
A philips service engineer inspected the system on-site and identified that the wireless base station was not working. This base station is of the first generation and is not affected by medical device correction z-0476-2022 initiated by philips. There are currently no base stations available for replacement due to the ongoing medical device correction/field safety corrective action. The customer currently uses the wired footswitch.